Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to a faulty charged coupled device component. The device evaluation also noted a broken video connector seal, chipped video connector and "grinding" noise at the coupler. A device history review revealed no findings or issues that could have caused or contributed to the reported issue. A definitive root cause cannot be identified. However, based on the results of the investigation, the most probable cause of the reported malfunction is traced to component failure, which is expected or random component failure without any design or manufacturing issue. To mitigate risk/harm to the patient, the instructions for use (IFU) provides the following: "if the endoscopic image on the monitor should unexpectedly disappear, freeze during a procedure and cannot be restored, or focus adjustment or zoom adjustment cannot be controlled, turn the video system center off and then on again. If the image still cannot be restored, immediately turn the video system center off. Disconnect the camera head from the endoscope and carefully withdraw the endoscope from the patient, while viewing through the endoscope¿s eyepiece. Keeping the endoscope inserted into the patient, feeding air/water, or performing suction or treatment without an endoscopic image is extremely dangerous. If an endotherapy accessory is being used, withdraw it in the safest manner before withdrawing the endoscope. In addition, be sure to prepare another camera head to avoid interruption of the procedure." Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that the high-definition autoclavable camera head was "out of focus and will not allow focus". The problem was found during an unspecified event. No patient involvement was reported.